Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient had a temporary pacemaker placed due to the existing pacemaker device and right ventricular (rv) lead exhibiting loss of capture with observed asystole greater than two seconds. The rv lead was noted to dislodged. The pacemaker device and rv lead were subsequently explanted and replaced the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had a temporary pacemaker placed due to the existing pacemaker device and right ventricular (rv) lead exhibiting loss of capture with observed asystole greater than two seconds. The rv lead was noted to dislodged. The pacemaker device and rv lead were subsequently explanted and replaced the following day. No additional adverse patient effects were reported.